Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the electrode belt unable to complete a falloff test. The cause for the failure was isolated to a short in the trunk cable. The root cause for the shorted wire was unable to be positively identified. No adverse event resulted from the damaged belt.